Event description:
The pt lifted a heavy jug and it felt like something pulled. Within the same week, she fell on her knees. It has been painful at the neurostimulator site, and it hurts to use her stimulation. She was at home. Further info has been requested.

Manufacturer narrative:
(B) (4).